Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range impedance measurements. A lead insulation issue is suspected, and potential device damage however, it has not been confirmed. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.